Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced weakness and was sweating. The cgm was reading 400 mg/dl (no bg meter comparison provided at this time). The patient self-treated with insulin. At some point, the patient¿s wife decided to take him to the emergency room (ER), where is bg meter reading was 61 mg/dl. He was treated with an IV ¿saline drip¿ while at the hospital. It was noted some lab work was done at the hospital due to the patient¿s pre-existing heart condition and ¿infection¿. The patient¿s last bg meter reading prior to discharge was 385 mg/dl. The patient was in stable condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.